Event description:
The manufacturer received information alleging a ventilation service required error codes were found on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was evaluated at the manufacturer. During the evaluation it was noted that two error codes, ac not usable (e-043) and internal battery wake volt failed (e-237), were observed on the device's error log. The manufacturer's service technician evaluated and determined the system printed circuit assembly (pca) board had caused the two error codes to occur on the device. In conclusion, the device's system pca board was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system pca board was replaced to address the upper alarm lamp issue, which was unrelated to the reported issue. The system pca board was replaced to address another non-reportable error code, power path failed (e-251), that was observed on the device's error log and was unrelated to the reportable issue. The blower assembly and inline proximal filter were replaced for contamination unrelated to the reported issue. The air inlet foam filter, particulate filter, and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue.